Event description:
While performing an unrelated service, the service technician discovered that the device failed to cycle and the audible alarm would not activate. The st inspected the device and replaced the motor driver transistor. The unit passed extended testing. This report is not an admission to the event alleged in this report.